Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 217 mg/dl. Customer also reported that the device had been having keypad issues. The customer reported that he would look into getting a new insulin pump. The device was not replaced or returned for analysis.